Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for diagnostic of coronary procedure which was completed with delay (10 min approx.) By using another system. A philips remote service engineer (rse) inspected the system remotely with the customer and requested onsite visit to evaluate the system after the issue occurred last week, when the imaging disks were replaced due to the error message "patient database full" appearing. The issue reoccurred, so the ippc must be replaced. A philips field service engineer (fse) went onsite and confirmed the reported problem. The system log file was checked, and troubleshooting indicated the issue with the image processing pc (ip-pc), which was replaced and returned to philips for further analysis. The cause of the ip- pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the ip-pc by the field service engineer has resolved the reported issue and restored the functionality of the system. Following the replacement, the system was returned to use in good working order. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc, x-ray and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction z-1151-2024, which was implemented on this system. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that during a coronary diagnostic procedure the system failed to acquire images. The patient was moved to another room to complete the procedure. There was no reported patient or user harm. A philips field service engineer (fse) replaced the image processing computer (ippc) and returned the system to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.